Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 1 month and 18 days after implantation. The doctor indicated that local infection caused the implant removal. The patient has no significant medical history and has recovered without complications.